Manufacturer narrative:
Unit not returned- malfunction cannot be assessed; historically- needle separation occurs during off-label usage or side-loaded pressure; updated MDR completed; this lot has a (B)(4) complaint rate; a review of DHR's does not indicate a mfg error.

Event description:
The hop was in use when the inner needle came loose and fell out of the outer needle. The rep is sending pictures of the handpiece from before it was discarded.